Manufacturer narrative:
Correction applied to f10: device codes to better capture the allegations. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that pacemaker system triggered a lead safety switch (lss) on the right ventricular (rv) lead due to pacing impedance measurements high out of range. Technical services (ts) reviewed and noted there was noise oversensing, as well as pacing inhibition. Subsequently, this rv lead was capped and a new lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that pacemaker system triggered a lead safety switch (lss) on the right ventricular (rv) lead due to pacing impedance measurements high out of range. Technical services (ts) reviewed and noted there was noise oversensing, as well as pacing inhibition. Subsequently, this rv lead was capped and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.